Event description:
It was reported that on: (B)(6) 2013: patient presented with following pre-op diagnoses: l5-s1 internal disc derangement. Retrolisthesis, l5 on s1. Intractable low back pain. For which patient underwent: right-sided transforaminal lumbar interbody fusion l5-s1. Placement of interbody device at l5-s1. Posterior segmental instrumentation with bilateral percutaneous pedicle screws at l5 and s1. Posterior spinal fusion l5-s1. Harvest of local bone autograft. Per op notes, distraction was held by tightening the set screws of the left l5 and s1 pedicle screws. Upon completion of the discectomy sizing of the cage was performed and the appropriately sized interbody device was selected. Local autologous bone was packed anteriorly in the disk space, along with the pledget of bmp. The 10 x 26 mm interbody device itself was then inserted which had been filled with bmp along with some more local bone autograft. The device was recessed several millimeters passed the posterior aspects of the l5 and s1 vertebral bodies. The bmp was used in the interbody space. Hemostasis was obtained. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l5-s1 right-sided tlif spinal fusion using rhbmp-2/acs. Sometime postop, the patient experienced ectopic bone growth and nerve compression. The patient reportedly experiences chronic pain and radiculitis, as well as mental anguish.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.